Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine at an unknown dose and concentration via an implantable pump. It was reported that motor stalls occurred. Logs showed: motor stall on (B)(6) 2020 at 06:38 recovery on (B)(6) 2020 at 08:55 motor stall on (B)(6) 2020 at 19:46 recovery on (B)(6) 2020 at 02:07 motor stall on (B)(6) 2020 at 00:14 the pump was replaced. The issue was resolved. The patient's status was alive - no injury. There were no environmental, external or patient factors might have led or contributed to the event. The pump would be returned to the device manufacturer. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
Pump interrogation at medtronic (B)(4) operations center indicated the pump was delivering bupivacaine 3,8 mg/ml, clonidine 568,4 mcg/ml, and fentanyl 252,6 mcg/ml. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two and on the lower shaft of the rotor. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.